Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found only the connector portion of the lead was returned in one piece. A full breached outer insulation degradation was found adjacent to the connector boot. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.